Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s) because it was flagged with a delta check, indicating that it did not match calcium results previously obtained for that patient. The sample was repeated on an alternate dimension vista instrument and the same instrument and resulted higher on both. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting with the customer, the ccc specialist determined that quality controls were within range. The sample resulted as expected upon repeat testing on the same instrument. The cause of the discordant calcium result is unknown. The ccc specialist also discovered that the customer was not mixing samples as recommended, which is a failure to follow instructions. The ccc specialist discussed sample handling with the customer. The instrument is performing according to specifications. No further evaluation of this device is required.